Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose over 515 mg/dl. Customer did not troubleshoot their high blood glucose reading. Customer also had 200 mg/dl. Insulin pump will not be returning for analysis.